Event description:
It was reported that patient faced issues with infusion set was accidentally pulled out during use due to tubing catching on something on (B)(6) 2026 led to hyperglycemia treated with correction bolus via pump.

Manufacturer narrative:
MDR (B)(4) / initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.